Manufacturer narrative:
One ampere¿ rf ablation generator was received for evaluation. When power was applied to the generator, normal boot up sequence was observed and all touch pad controls functioned normally with no error messages displayed. All connector ports were tested for functionality, numerous catheter codes were manually applied, various impedance and temperature values were also applied for investigation upon which all values were accurately tracked on the generator¿s display screen, and no abnormal changes to the displayed values were observed when rf testing was performed. Review of the engineering log files revealed a failed power on self-test on the reported event date specific to the rfmn board assembly but was unable to be reproduced during investigation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, root cause of the reported generator malfunction error and subsequent cancelled procedure could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Rep reported that the generator was booting up fine initially. At some point, rep was not sure when, but a "generator malfunction" error message came on the screen. The rep tried power cycling the ampere and after their 5th power cycle attempt, the error message went away. The catheter and cables were reconnected, then another error populated on the screen, "imp out range". The rep tried checking the cables, moving the grounding patch to another location (from mid back right flank to thigh area), also try switching the gnd patch to another port but these techniques did not help resolve the issue. Physician did not want to wait so the case was abandoned. Noted that there was no harm to patient .